Manufacturer narrative:
Event date: the exact date of the event is unknown. This is 2 of 2 reports filed for coil protrusion. The subject device is not available.

Event description:
The journal of neurological surgery published that two coils were successfully implanted in the patient to treat a subarachnoid hemorrhage due to an aneurysm rupture. It was reported that 18 days post procedure, coil protrusion into the right anterior cerebral artery was observed. The patient had no symptoms; however, the patient was administered 80mg of ozagrel a day for 11 days, and 200mg a day of cilostazol for 6 months from 20 days after the procedure. One hundred thirty one days after the index procedure, no neurological deficits were observed. The patient recovered with antithrombotic treatment and was reported to have a modified rankin scale (mrs) of 0. No further information is available.